Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. A planned explant is scheduled to be performed on (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, 2 days after surgery, the patient's eye sight was good, but everything looked very bright. The following day, the onset of halos began, especially in the evening, which makes it ''dangerous'' for the patient to drive at night. The patient also complained of issues with focusing/ghosting. Reportedly, the doctor asked the patient to give it more time and that it could take up to a year to resolve, but the patient did not want to wait this long. Currently, an explant is planned to be performed on (B)(6) 2018. Also, the patient is going to seek a second opinion. No additional information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens was explanted on (B)(6) 2018, and another manufacturers lens was implanted as a replacement. The incision was not enlarged to remove the lens and there was no injury. The patient was reported doing fine on (B)(6) 2018. Reportedly, the patient symptoms were first noticed on (B)(6) 2018. Updated the following fields: if explanted, give date: 03/05/2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/26/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received dry in a container. The product was wrap in a tape. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in follow up 1, type of report had indicated it was follow up#2, however, it should have indicated follow up 1, this follow up has indicated follow up 1 but in fact it is follow up 2. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.